Manufacturer narrative:
The electrode lot number is gkt45 and the expiration date is 08-mar-2027. The calibration and qc recovery data provided was within specification. The alarm trace showed multiple abnormal sample probe aspiration alarms. The field service engineer (fse) performed a system check, inspected the pinch tubing and syringe seals, and performed a precision check successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable sodium electrode results for 20 patient samples on a cobas 8000 ise 1800 module. The customer provided an example of discrepant results for 2 patient samples. Sample 1 had an initial result of 146 mmol/l. The sample was repeated on another analyzer and the result was 138 mmol/l. The repeat result was deemed correct. Sample 2 had an initial result of 154 mmol/l the repeat result was 147 mmol/l.